Manufacturer narrative:
Reporter occupation: district manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg had occluded about 3 years post-implantation. An (B)(6) year old male patient underwent an abdominal aortic and iliac aneurysm repair on (B)(6) 2017 with arotobi iliac bifurcated graft, right iliac branch graft zbis-12-45-58, with a distal right external iliac extension zsle-16-56-zt. The aortoilioac main body was a "3698 with a 1690 bridge". On the left, this would be a "1674 bridge with 1690 extension". Under spinal anesthesia, the patient was prepped and draped in the supine position. Bilateral surgical cut-downs were done on the common femoral. Oblique incisions were used and a calcified artery was noted bilaterally. Heparin was given. Initially the first portion done by the physician was an embolization with coils and ICD coils to the two main branches of the left internal iliac. There was a small aneurysm measuring about 3.5cm on this side. Following this, the iliac bifurcation graft was introduced to the right side. The wire was snared through a long 12 french sheath, secured and then the 12 french used to enter the deployed ibg graft on the right side to the internal iliac graft then subsequently cannulation was done with a long 7 french sheath. The 10x59 covered atrium v12 stent graft was then inserted. Following this, the extension was done with the zsle-16-56-zt on the right and then the main body introduced into the left following adequate heparinization. The contralateral was cannulated and the internal iliac was measured with an extension into the left using a "1690 and 1674 bridge". The bridge on the right was done with a "1690" as well. Following this, the cut-downs were closed with 6-6 prolene. The estimated blood loss was less than 200cc, 2-0, 3-0 vicryl and 4-0 biosyn. The patient tolerated the procedure well. Palpable pulses at the end of the operation. It was later reported that the patient has undergone a fem-fem bypass to treat the occlusion. Additional details have not yet been provided regarding the secondary procedure.

Manufacturer narrative:
Investigation - evaluation: on (B)(6) 2021, cook became aware of an incident where an occlusion was noted in a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). The issue was originally reported by a physician at st. Boniface hospital in canada. A fem bypass was done to repair the occlusion. A review of documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, procedural notes and planning and sizing information were provided to cook. The planning and sizing information indicates that the patient was suitable for an evar procedure and this device. There is no indication of any difficult placing the device. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. It should be noted that zsle devices are distributed via one-device lots. With the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU) [t_zaaasz_rev4] states the following in consideration of the reported failure mode: indications for use: "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." Directions for use: section 11.1.5: ipsilateral iliac leg placement and deployment: "advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body." Potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm; claudication (e.g., buttock, lower limb); graft or native vessel occlusion." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. However, it should be noted that thrombus formation is a known inherent risk of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.